Event description:
It was reported that during a lap cholecystectomy procedure. The surgeon placed the jaws of the clip applier around the vessel, he fired the instrument; however, the clip did not clamp down on the vessel. The clip closed fully but retracted backwards. Surgeon fired the instrument another 4 times and the same thing happened. Once the vessel is placed within the jaws of the instrument, surgeon squeezed the firing trigger, clip retract backwards and closed fully. However, the clip did not encircle the vessel. Surgeon stopped using and opened another device. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.